Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (b(4).

Event description:
It was reported during therapy the intra aortic balloon (iab) had unraveled and had been making a weird noise while priming and that when it was pulled out it seemed like it had gotten blood inside. There were no complications for the patient.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1, g1, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. No noises were heard while the iab pumped. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.